Event description:
It was reported that the patient had sciatic pain in their left leg and was taking hydrocodone for the pain. The sciatic pain took place in 2010, 2011, and 2012. The patient had received injections in their spine for degenerative disc disease in cervical and had had 2 transformation in l4 to l5. The patient may need more epidurals in this area and cervical spine. The patient didn't recall if they had mentioned this pain to their managing health care provider (hcp). The patient started experiencing swelling in their legs and throughout their body. Their hcp prescribed lasix and another tablet for fluid retention in (B)(6) 2015. The patient had a loss of therapeutic effect both during the day and night. The patient had an increase in frequency and leakage and the symptoms had a sudden onset when they started taking the lasix and other tablet. The patient increased the setting today. The patient had mentioned to their hcp and was directed to contact the manufacturer for programming direction. This month the hcp discussed some further bladder testing to check voiding, as the patient mentioned that they continued to feel like they had to void even after they completed voiding. The hcp told the patient this was associated with overactive bladder (oab). It was further reported that the cause of the events for the swelling and increase in frequency and leakage were not determined and were not device related. The troubleshooting, intervention, or other action taken to resolve the event was reprogramming. The patient did not experience a loss of therapeutic effect. The patient recovered without permanent impairment and was doing well.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0mbv5, implanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_prog, product type: programmer, physician. (B)(4).